Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the fill tubing process takes over two minutes to execute. The issue began one week ago and the patient's blood glucose has been high since then. The patient's blood glucose was between 300 mg/dl and 500 mg/dl throughout the week. The patient's blood glucose was 308 mg/dl at lunch today due to forgetting to bolus. Troubleshooting was declined for the high blood glucose. The customer stated that she will change her infusion set and monitor her blood glucose. A high pressure test was declined as well. However, the insulin pump passed the self test and displacement test. A prime was performed and it only took twenty seconds. No products were returned or replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was tested with 5 units water fill with test reservoir; no air bubbles anomaly noted. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer called back stating she continues to experience air bubbles in the reservoirs and high blood glucose levels, even though the pump settings have been adjusted by her doctor. The customer's blood glucose at the time of the call was 110 mg/dl, but she stated that her blood glucose was 265 mg/dl yesterday. The customer stated she has been vomiting when her blood glucose levels are elevated. Troubleshooting was performed, and the pump passed the manual prime test, and no large air bubbles or insulin leaks in the tubing were noted. The customer declined further troubleshooting, and requested a replacement pump to rule that out.